Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sx mpp gel 375cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: capsular contracture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with two 375cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via mammogram, with possible right breast implant rupture. In addition, the patient also felt lumps in the right breast. As a result, the patient underwent revision surgery on (B)(6) 2022. During the surgery, no rupture was found. However, the patient was also diagnosed with bilateral breast capsular contractures (baker grade unknown). Subsequently, the patient's implants were replaced with the following: 375cc mentor memorygel breast implant (catalog: 3503751bc). This medwatch form is for the left breast prosthesis. Complication on the right breast has been reported under mrn: 1645337-2022-02846.